Event description:
It was reported that pump screen stayed dark and would not turn on unless button was pressed with extreme difficulty and often multiple times. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, followed instructions to press button correctly, and was able to turn on display but issue persisted, so technical support arranged replacement pump, confirmed shipping details, and instructed customer to use multiple daily injections as backup, place old pump into storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return faulty pump using provided label.